Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a pt (age and gender unknown), but the device screen only displayed a green dot. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.